Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed surface abrasion on all pump tubing. The surfaces of the inlet and exhaust tubing at the detachment sites revealed uniform striations indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump. The information received indicated the pump and reservoir were not functioning properly and there was a kink in the tubing. No functional abnormalities were noted with the returned pump and the reservoir was not returned for evaluation. As no functional abnormalities were noted the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device wouldn't properly inflate or deflate. During revision surgery, it was noted that the touch pump worked fine, but the tubing was kinked. The physician exchanged the pump for a different model titan.